Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported by the patient¿s spouse that the patient is currently experiencing pain all over the body and arms and feet were going numb occasionally. No other information is available. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).